Event description:
It was reported that the patient experienced urinary incontinence that led to the replacement of his artificial urinary sphincter (aus). All components were removed and replaced. The old device was functioning well. The patient is expected to fully recover.